Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling below the al ert threshold. The alert tones were programmed off as this is a known condition and the trends remain stable. The rv lead remains in use. No patient complications have been reported as a result of this event.